Event description:
It was reported that the patients ipg would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg will not be returned as it was discarded by the facility.

Manufacturer narrative:
Exact date unknown, event occurred four months ago based on the date the manufacturer became aware of the event.